Event description:
On (B)(6) 2022, it was reported by a patient via medwatch email that during a left hip arthroscopy for femoral acetabular impingement repair and iliopsoas lengthening, an ar-3636 1.8 knotless fibertak tip broke off inside the leg. It remained in the superficial layer of the it band. This was discovered during a one-week follow up visit via routine x-ray. Revision surgery took place on (B)(6) 2022 to remove the broken fragment. Case was completed successfully.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.